Event description:
The customer returned an additional clearlink duo-vent continu-flo set for evaluation. During visual inspection, tip protector was found missing. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported condition was confirmed during visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.